Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient started to ¿act weird¿ and would not eat or drink anything. The patient eventually lost consciousness. No cgm/bg comparison values could be recalled for this event; however, the patient was alleging a cgm inaccuracy. The patient¿s wife called ems. When the patient was able to, ems gave the patient juice to drink. No other treatment/medication from ems was documented. The patient refused to be taken to the hospital. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.